Event description:
4 weeks after placement, pt c/o pain & swelling to chest wall below entry site and medically from tunnel. Unable to infuse or aspirate. Hickmanogram revealed dye exiting into chest wall & catheter was found to be completely outside vein & sitting in chest tissue cath removed.